Event description:
Customer stated, "she was in bed and pressing the lever and all of the sudden she heard crackling noise and sparks flew out all around the control." The product was returned for investigation. The customer did not claim any injury. The product was approx. 16 years and 2 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator found that the user was twisting the cord which caused cut/burn near the strain relief. The cut/burn near the strain relief was the source the sparking the customer described. The IFU states, "loop cord loosely when storing. Tight wrapping may damage cord and internal parts."